Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline breast prostheses. The patient noticed that the right breast prosthesis was smaller that the other breast. As a result, the patient underwent unilateral removal and replacement with mentor smooth round moderate profile 300cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.1 cm on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).